Event description:
Caller alleged discrepant results with inratio versus lab. Inratio = 4.2, lab = 2.97. Inratio = 4.6, lab = 4.09. The lab used the inr test kit: neoplastine c1 plus 5 (cat no. 00375), st art 4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, inratio: 4.2, lab: 2.97, mean: 3.585, confidence limits: 2.2-5.3. Test: 2, inratio: 4.6, lab: 4.09, mean: 4.345, confidence limits: 2.5-6.5. The means of the inratio meter and comparative system inr's were calculated. The inr values are within the confidence limits for inr testing. The result are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. Device was not returned for evaluation. Investigation is closed. No corrective action is required as no product deficiency was established.